Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and swapped the patient side manipulator (psm) 1 and psm 2. The psms passed all tests. The fse then replaced the patient side manipulator (psm) 1. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the user encountered a non-recoverable error on universal surgical manipulator 2 of the system during startup, which only allowed them to disable the arm. The user could not provide an error code, and the issue was noted on their whiteboard. There was no report of patient involvement or there was no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the patient side manipulator (psm) 1 for failure analysis investigation. The unit was analyzed and error 23008 was found indicating pot to encoder faulting other io, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 23008 error was triggered, indicating a fault on the io encoders, replicating the reported event. The io encoders were aba tested and the daisy-chain insertion axis encoder was verified to be the source of the fault. The unit was then installed onto a pftp and passed all other relevant testing within specification with gold encoder. The complaint was confirmed by failure analysis.